Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. The pump would not inflate properly. The patient felt there was something wrong with the pump because it was not working properly. The issues began approximately two weeks earlier. A new ipp pump was implanted. The patient was doing well following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. The pump would not inflate properly. The patient felt there was something wrong with the pump because it was not working properly. The issues began approximately two weeks earlier. A new ipp pump was implanted. The patient was doing well following the surgery.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a dimpled pump. A new ipp pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.